Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection was performed on returned tightener driver¿s distal tip had become stripped and broken. Broken portion was not received as it was discarded as per complaint description. Noted damage indicated that the stripping occurred in the direction of tightening however breakage of lobs were observed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the hexlobes on the final tightener driver¿s distal tip becoming stripped cannot be positively determined. However, the noted damage suggests that the final tightener driver that was likely subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the final tightener driver becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing a lumbar fusion procedure and when inserting an expedium 5.5 screw with the polyaxial screwdriver (2797-12-400) the tip of the screwdriver broke off. The screwdriver tip fragment was retrieved and was discarded as a sharp. The screwdriver was changed with the other polyaxial screwdriver that is in the set and the case continued as usual. Then when final tightening the single innie set screws using the x25 final tightening driver (2797-12-600) the surgeon was having difficulty breaking through the torque limit as the driver was spinning out in the recess of the set screws. After a quick visual inspection it was apparent that the tip of the x25 driver was stripped and it was swapped with the other x25 driver shaft that is in the set and the surgeon was able to complete final tightening without issue.